Manufacturer narrative:
The investigation determined that reproducible discordant vitros anti- sars-cov-2 total results were obtained from a single patient when processed using vitros cov2tot reagent lot 0024 on a vitros 5600 integrated system. A definitive assignable cause for the discordant non-reactive results could not be determined with the information provided. However, the patient was said to have received two lateral flow immunochromatographic covid-19 tests, the first after displaying symptoms for four days and the second at the time of the vitros testing when the discordant results were obtained when the patient was asymptomatic. The immunochromatographic covid-19 tests produced reactive results on both testing occasions. Based on historical quality control results, a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct IFU interpretation. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, it was established that the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling is unlikely to have contributed to this event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0024. The presence of an unknown sample interferent causing the discordant non-reactive vitros serum result cannot be completely ruled out as a potential cause. The customer failed to provide any additional testing results using appropriate blocking tubes. Therefore, the presence of an unknown sample interferent causing the discordant vitros result cannot be completely ruled out.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from a single patient sample when tested on a vitros 5600 integrated system. The vitros cov2tot results are considered discordant as a reactive result was obtained for the same sample tested using a vitros anti- sars-cov-2 igg (cov2igg) method. Patient 1 results of 0.07 and 0.01 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory to a physician. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).